Event description:
It was reported by the complainant that the end user developed unstageable pressure ulcer at anal mucosa after inflated fecal management system migrated out to anal opening. Nurse reported it was noted upon turning end user that the bulb was migrating. The balloon was deflated and catheter removed. The nurse reported a wound that measures 3cm x 1.5cm and has yellow slough.

Manufacturer narrative:
Based on the available info, this event is deemed a serious injury. Pt height was reported as 67 inches. The complainant went on to report that xenaderm ointment was applied and device was left out of the pt. No info provided on the date the device was left out or the date the xenaderm ointment was started. The complainant also stated the device was placed on (B)(6) 2012 for severe diarrhea. No additional pt/event details have been provided to date. The lot number was not provided. Therefore, we are unable to determine the specific third party manufacturing site. Both potential manufacturing site numbers are listed below. A return sample for evaluation is not expected. Should additional info become available a follow-up report will be submitted.